Event description:
The customer had reported that during a colorectal procedure, an inspection of the device found that the gray cable located at the device jaws was split. Nothing fell into the patient cavity, there was no tissue damage, and no unanticipated bleeding occurred. There was no harm to the patient. Upon receipt of the device for evaluation at covidien, a preliminary investigation of the device found that part of the insulation of the jaw cable was missing and was not returned with the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used device was received for evaluation. Visual inspection found damaged insulation on the gray jaw wire. There is nothing known in the manufacturing process that would have caused this type of damage. This type of damage is consistent with that seen when the jaw wires have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument from the trocar. Thus, the investigation identified the root cause of the reported event to be user error. Instruments must be carefully inserted and withdrawn from trocars to avoid possible damage to the devices and/or injury to the patient. A device history review could not be completed because a valid lot number was not provided.